Event description:
The customer reported that the right window of the canopy has a hole in the mesh. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - hole in mesh. Evaluation of the returned product shows that the left window side netting has two 2 inch holes. (B) (4).